Event description:
Tsr alleged that the ground loss led is flashing on the footboard. Tsr stated that there were no injuries and a patient was not in the bed. He stated that the bed was found in the basement. Replaced hospital grade plug. Performed safety function check. Working fine.